Event description:
Customer reported an erroneous high accu tni (troponin I) test result was obtained for one patient sample when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management.

Manufacturer narrative:
Quality control (qc) failed out high for both levels for accutni qc on (B)(4) 2009 after calibrating the assay. The customer was refreezing accutni calibrators after each use. Product labeling for the calibrators states: "return calibrators to 2 degrees c to 10 degrees c after each use. Do not refreeze opened vials." A system check dated (B)(6) 2009 indicates all portions were within specifications. On (B)(4) 2009, the field service engineer cleaned the incubator track and wash carousel. Noted flat spots on the o-rings of the mixer rollers and replaced them. Replaced the vacuum pump after flushing did not correct low pressure reading. Replaced the pipettor tip and checked ultrasonic voltages. A 50 rep precision was performed and passed. Verified the repair per established procedures. Results met published performance specifications. Root cause was not determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4), 2010 for additional reportable events.